Manufacturer narrative:
Investigation summary: the returned start-x tip ems insert 3 has its tip consumed. No material defect was found during analysis of the damaged area. The batch number is unknown, DHR cannot be reviewed. Information available about technique didn't show any discrepancy from the customer (power setting lower than recommended, should however be between 40 and 70% according to the dfu), nevertheless, we noted that the tip of the insert was highly worn. Root causes are not identified, the worked material might be different that dentine like specified by the customer (possible metallic parts) or without irrigation. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. All parts retrieved from patient's mouth; no injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.